Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable kit will not be returned as it has been discarded. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The device history record was reviewed and nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. The trima accel system operated as intended. The measured wbc count of the product is within the FDA's current leukoreduction acceptance guidelines of <5x10 to the sixth power for a single platelet product collection.